Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available.